Event description:
It was reported that patient presented for a scheduled procedure. During implant procedure, r wave amplitude variation was not noted on right ventricular (rv) lead. The lead was replaced as a result. Patient condition was unknown.